Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, an ion product is not expected for return to intuitive surgical, inc (isi) for failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The procedure involved bilateral lesions. The procedure was completed with no complications or delays. The pneumothorax was identified via a chest x-ray. Two chest tubes were placed, and the patient was admitted to the hospital. The physician indicated that while the pneumothorax may have been caused by ventilation issues, it was noted that the probe was deflecting and may have contributed to the complication. It is unknown if the patient experienced any symptoms. The patient has a history of emphysema. At the time of the report, the patient remains hospitalized. The physician stated that it was a "50% pneumothorax" and was suspected to have occurred prior to the start of procedure as he was never able to get radial ebus to exit the catheter at anything other than a right angle. The physician further indicated that the patient had large emphysematous blebs but were successful getting the diagnosis on an opposite sided nodule. Due to the complication, the physician indicated that a chest tube was placed and the patient required hospitalization.